Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. The pump was reset, and the customer was able to resume insulin delivery. Customer¿s blood glucose level was 223 mg/dl.